Event description:
Facility stated when they put the left foot brake and steer petal into brake, the casters do not look in brake until he moves the bed about 2 feet, then it locks into brake. No injury alleged. Bed out of service.

Manufacturer narrative:
Technician isolated the issue to the brake/steer petal not working correctly. Replaced the brake/steer petal to resolve this issue.